Event description:
It was reported that during testing at the user facility, the device began to run on its own. This event did not occur during a surgical procedure so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Based on the quality investigation, the ebox was failing causing the power to run the motor to increase. The ebox was replaced as well as additional worn components. Additional preventative maintenance was performed and the device was returned to the customer.